Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009 an artificial urinary sphincter was implanted. On (B)(6) 2010, the patient underwent surgery. It appeared that only a deactivation package was used with no indication that any components were explanted or that additional components were implanted at the time of the surgery. Additional information was requested.